Event description:
The patient received his scs system on (B)(6) 2010. It was reported that the ipg was explanted and replaced on (B)(6) 2011 due to battery depletion. The explanted ipg was returned to the manufacturer for analysis. No additional information is available at this time.

Manufacturer narrative:
Evaluation conclusion: the low battery warning was due to passivation. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.